Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, air continued to be aspirated when the sheath was inserted into the body. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath of lot number 0012590002 was returned and analyzed. Visual inspection was carried out. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The qr scan number of the handle was 10fcc1300d904. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. Sideport tube inspection was carried out. After flushing the sideport tube with a syringe, no air was observed in the sideport tube. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.04303 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00310 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported air ingress was not reproduced. The sheath failed the return product inspection due to a sidport tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.